Event description:
The lesion was a concentric stenosis in the distal lcx with mild tortuosity and no calcification. It was reported that after inflation was performed at 10 atm, the crossail dilatation catheter was deflated and withdrawn into the guiding catheter to check for contrast. While the device was being withdrawn, it became stuck with the other co's guide wires. The physician had to tug hard on the device, at which time the shaft of the dilatation catheter became separated. The proximal part was removed from the pt and the distal shaft was removed on the guide wire.